Event description:
The hospital is reporting three separate incidents of shoulder extravazation with this device. 1) in 2000 the dr and staff did not suspect anything until after the case when the drape was removed and "severe extravazation" was noticed in the chest cavity. Patient was hospitalized overnight. 2) in 2001 the dr and staff were reportedly more cautious but had extravazation in the shoulder. 3) in 2001 a reported extravazation of the shoulder.